Event description:
Customer reported a patient sample with anti-jkb and anti-e did not react with jkb positive cell of 0.8% surgiscreen lot 8ss403. The e positive cell reacted as expected. No death or serious injury is associated with this event.